Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown cause. No additional adverse patient effects were reported. Additional information indicated that this rv lead pacing and sensing portion was capped and strictly used as shocking or defibrillation lead. This lead functioned properly with a good outcome.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown cause. No additional adverse patient effects were reported.